Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01247, 3005168196-2017-01248, 3005168196-2017-01249, 3005168196-2017-01250. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). It was noted that the patient had severe tortuosity in the vertebral arteries. During the procedure, the physician deployed five smart coils into the target vessel using a non-penumbra microcatheter but had difficulty detaching the coils using an initial penumbra smart coil detachment handle (handle). The physician had to open two additional handles and cycled them multiple times. Four of the five smart coils eventually detached; however, one of the five coils failed to detach and had to be removed from the patient. The procedure was completed using a total of twenty-nine smart coils. There was no report of an adverse effect to the patient.